Event description:
The customer notified ocd that they observed pt results associated with an incorrect pt name on their vitros 5,1 fs chemistry system and engen laboratory automation system. No erroneous results were reported and there was no allegation of harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the vitros 5,1 and engen system were operating as intended. The investigation concluded that the most likely cause of the mis-matched pt results was user error as a result of the operator not investigating decapper module errors and sample bar code cross check errors posted by the engen system.